Event description:
It was reported to philips that one of the monitors in the monitor ceiling suspension had a black display. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed as planned on the same system without any delay. The philips field service engineer (fse) visited system onsite and confirmed that the monitor was black. Upon troubleshooting, the fse found that the monitor was defective. To resolve the issue, the fse replaced the defective monitor and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The monitor issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.